Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("due to several complications only 1 essure coil was inserted"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain and cramping"), weight increased ("weight gain"), headache ("headaches"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods/spotting between periods"), coital bleeding ("bleeding with intercourse"), irritability ("irritability"), menstruation irregular ("irregular menses"), the first episode of vaginal discharge ("vaginal discharge"), pyrexia ("fever"), vaginal infection ("vaginitis") and the second episode of vaginal discharge ("profuse watery discharge and odor"). The patient was treated with surgery (novasure ablation and hysteroscopy on (B)(6) 2015/second novasure ablation on (B)(6) 2016). At the time of the report, the uterine haemorrhage, dysmenorrhoea, pelvic pain, weight increased, headache and dyspareunia had not resolved and the complication of device insertion, metrorrhagia, coital bleeding, irritability, menstruation irregular, pyrexia, vaginal infection and the last episode of vaginal discharge outcome was unknown. The reporter considered coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, headache, irritability, menstruation irregular, metrorrhagia, pelvic pain, pyrexia, uterine haemorrhage, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: due to several complications including inadequate light, difficulty in visualizing the ostia and in keeping a good seal, only one device was implanted in the left fallopian tube. Second procedure for implantation of the device on the right side occurred on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no device is seen on the right; saline infusion sonogram - on (B)(6) 2014: unremarkable/abnormal uterine bleeding; ultrasound scan - on (B)(6) 2014: unremarkable/abnormal uterine bleeding. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("due to several complications only 1 essure coil was inserted"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain and cramping"), headache ("headaches"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods / spotting between periods"), coital bleeding ("bleeding with intercourse"), irritability ("irritability"), menstruation irregular ("irregular menses"), vaginal discharge ("vaginal discharge"), pyrexia ("fever"), vaginal infection ("vaginitis"), offensive vaginal discharge ("profuse watery discharge and odor"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation and hysteroscopy on (B)(6) 2015 / second novasure ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, dysmenorrhoea, pelvic pain, weight increased, headache and dyspareunia had not resolved and the complication of device insertion, metrorrhagia, coital bleeding, irritability, menstruation irregular, vaginal discharge, pyrexia, vaginal infection, offensive vaginal discharge, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, irritability, menstruation irregular, metrorrhagia, migraine, pelvic pain, pyrexia, uterine haemorrhage, vaginal discharge, vaginal infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: due to several complications including inadequate light, difficulty in visualizing the ostia and in keeping a good seal, only one device was implanted in the left fallopian tube. Second procedure for implantation of the device on the right side occurred on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: no device is seen on the right. Saline infusion sonogram - on (B)(6) 2014: results: unremarkable / abnormal uterine bleeding. Ultrasound scan - on (B)(6) 2014: results: unremarkable / abnormal uterine bleeding. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding, auto-immune, hypersensitivity, migraines. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("due to several complications only 1 essure coil was inserted"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain and cramping"), headache ("headaches"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods / spotting between periods"), coital bleeding ("bleeding with intercourse"), irritability ("irritability"), menstruation irregular ("irregular menses"), vaginal discharge ("vaginal discharge"), pyrexia ("fever"), vaginal infection ("vaginitis"), offensive vaginal discharge ("profuse watery discharge and odor"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation and hysteroscopy on (B)(6) 2015 / second novasure ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, dysmenorrhoea, pelvic pain, weight increased, headache and dyspareunia had not resolved and the complication of device insertion, metrorrhagia, coital bleeding, irritability, menstruation irregular, vaginal discharge, pyrexia, vaginal infection, offensive vaginal discharge, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, irritability, menstruation irregular, metrorrhagia, migraine, pelvic pain, pyrexia, uterine haemorrhage, vaginal discharge, vaginal infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: due to several complications including inadequate light, difficulty in visualizing the ostia and in keeping a good seal, only one device was implanted in the left fallopian tube. Second procedure for implantation of the device on the right side occurred on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: no device is seen on the right. Saline infusion sonogram - on (B)(6) 2014: results: unremarkable / abnormal uterine bleeding. Ultrasound scan - on (B)(6) 2014: results: unremarkable / abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("due to several complications only 1 essure coil was inserted"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain and cramping"), headache ("headaches"), dyspareunia ("dyspareunia"), intermenstrual bleeding ("bleeding between periods / spotting between periods"), coital bleeding ("bleeding with intercourse"), irritability ("irritability"), menstruation irregular ("irregular menses"), vaginal discharge ("vaginal discharge"), pyrexia ("fever"), vaginal infection ("vaginitis"), offensive vaginal discharge ("profuse watery discharge and odor"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation and hysteroscopy on (B)(6) 2015 / second novasure ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, dysmenorrhoea, pelvic pain, weight increased, headache and dyspareunia had not resolved and the complication of device insertion, intermenstrual bleeding, coital bleeding, irritability, menstruation irregular, vaginal discharge, pyrexia, vaginal infection, offensive vaginal discharge, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abnormal uterine bleeding, autoimmune disorder, coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, intermenstrual bleeding, irritability, menstruation irregular, migraine, pelvic pain, pyrexia, vaginal discharge, vaginal infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: due to several complications including inadequate light, difficulty in visualizing the ostia and in keeping a good seal, only one device was implanted in the left fallopian tube. Second procedure for implantation of the device on the right side occurred on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: no device is seen on the right. Pregnancy test urine - on (B)(6) 2014: negative. Saline infusion sonogram - on (B)(6) 2014: results: unremarkable / abnormal uterine bleeding. Ultrasound scan - on (B)(6) 2014: results: unremarkable / abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received : reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.